Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a two second pause in pacing shortly after implant. The patient was asymptomatic with the pause in pacing. A revision procedure was performed the following day. It was noted there was no slack in the lead and a micro-dislodgement was suspected. The lead was successfully repositioned. No additional adverse patient effects were reported.